Event description:
Reporting status: serious injury. Reporting rationale: balloon separation requiring medical intervention. Device issue: balloon separation. It was reported that the balloon separated from the shaft during use in a heavily calcified lesion located in the sfa (off-label use). Attempts to snare the balloon were successful. No pt effects were reported. No add'l event or pt info is available.

Manufacturer narrative:
Results - prod performance engineering was unable to complete the eval of the event at the time of this report. Results and conclusions will be forwarded upon completion. Eval summary: qa analysis revealed that the balloon catheter was returned with blood visible on the shaft, balloon, and in the inflation lumen and guide wire lumen. There was contrast visible in the inflation lumen. The balloon was loosely folded as if previously inflated. The shaft was separated at the midlap joint. The inflation lumen was twisted proximal to the guide wire exit notch for a length of 6 cm. The inner and outer members were bunched 10.5 cm distal to the guide wire exit notch for a length of 1 cm. There was a tear in the guide wire exit notch for a length of 2 mm. There were two kinks in the inner and outer members 2.3 cm and 3.5 cm distal to the guide wire exit notch. There was no other damage noted to the balloon catheter. Prod performance engineering was unable to complete the eval of the event at the time of this report. Results and conclusions will be forwarded upon completion.